Manufacturer narrative:
Concomitant medical product; hickman catheter, therapy date unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing "split" broke and leaked at the upper fitment of the silicone segment, the set was in use for 30 min when the leak occurred. It was reported that a secondary chemo set was attached however not in use. There was no report of patient harm.